Event description:
It was reported that the system had a saturation fault error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator board, snubber board, high voltage supply regulator, battery and charger were replaced during the service call. The system was tested and found to be working as intended and put back into service.